Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during stenting to the superficial femoral artery, it was reported that after pre-dilatation, the smart control was delivered to the lesion for placing, but there was difficulty in crossing the lesion. Furthermore as there was heavy calcification, it was confirmed that outer shaft was released and could not advance. Therefore it was exchanged for another stent (6×80m smart) and placement was finished successfully. The smart control got stuck at the placed stent when it was attempted to be placed at the distal of the placed stent. Therefore it was exchanged for another stent again and the procedure finished successfully. There was no reported patient injury. A contralateral approach was made. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. One non-sterile unit of endovascular self expanding stents smart control, iliac 6x80mm was returned. Per visual analysis it was found that the stent was partially deployed (1mm) and the locking pin was in place. No other issues were found. The usable length was found within specification. Functional analysis was performed and deployment of the stent was performed successfully with no anomalies found during the test. A device history record (DHR) review of lot 15983737 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer ¿stent delivery system (sds) / deployment difficulty-premature/in patient-during advancement (peripheral)¿ was confirmed due to partial deployment of the stent found. The cause of the events experienced by the customer could not be conclusively determined. However, procedural / handling factors and vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the event. The reported ¿stent delivery system (sds) - tracking difficulty-through another stent¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the event. As no lot number, catalogue code or other product information was supplied a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received indicated that the product was stored, handled and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. A chevalier 14 floppy, chevalier 14 pl-x, astato/st.jude medical,naveed was used during the procedure. The additional stent expanded fully with good wall apposition. The first stent was not prematurely deployed in the patient. It is unknown how the stent was removed. Complaint conclusion updated: during stenting to the superficial femoral artery, it was reported that after pre-dilatation, the smart control was delivered to the lesion for placing, but there was difficulty in crossing the lesion. Furthermore as there was heavy calcification, it was confirmed that outer shaft was released and could not advance. Therefore it was exchanged for another stent (6×80mm smart) and placement was finished successfully. The smart control got stuck at the placed stent when it was attempted to be placed at the distal of the placed stent. Therefore it was exchanged for another stent again and the procedure finished successfully. There was no reported patient injury. A contralateral approach was made. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. Additional information received indicated that the product was stored, handled and prepped according to the IFU (instructions for use). There was nothing unusual noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. The additional stent expanded fully with good wall apposition. The first stent was not prematurely deployed in the patient. It is unknown how the stent was removed. One non-sterile unit of endovascular self expanding stents smart control, iliac 6x80mm stent delivery system was returned. Per visual analysis it was found that the stent was partially deployed (1mm) and the locking pin was in place. No other issues were found. The usable length was measured and it was found to be within specification. Functional analysis was performed. Deployment of the stent was performed successfully with no anomalies found during the test. A device history record (DHR) review of lot 15983737 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) / deployment difficulty-premature/in patient-during advancement (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the partial deployment of the stent could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 100%) may have contributed to the even. The reported ¿stent delivery system (sds) - tracking difficulty-through another stent¿ could not be confirmed as the device was not returned for analysis and a DHR could not be produced as the lot number was not provided. The exact cause could not be determined. According to the IFU, users should; note: when more than one stent is required to open the stricture, the more distal stent should be placed first. Overlap of sequential stents is necessary but the amount of overlap should be kept to a minimum. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents, which have already been placed. Neither the DHR review nor the product analysis suggests that the events experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This is a correction as this report was previously sent as follow up 2. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This is a correction as this report was previously sent as follow up 4. Complaint conclusion is in section b5 as there is a character limit.

Event description:
Complaint conclusion:during stenting to the superficial femoral artery, it was reported that after pre-dilatation, the smart control was delivered to the lesion for placing, but there was difficulty in crossing the lesion. Furthermore as there was heavy calcification, it was confirmed that outer shaft was released and could not advance. Therefore it was exchanged for another stent (6×80m smart) and placement was finished successfully. The smart control got stuck at the placed stent when it was attempted to be placed at the distal of the placed stent. Therefore it was exchanged for another stent again and the procedure finished successfully. There was no reported patient injury. A contralateral approach was made. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. One non-sterile unit of endovascular self expanding stents smart control, iliac 6x80mm was returned. Per visual analysis it was found that the stent was partially deployed (1mm) and the locking pin was in place. No other issues were found. The usable length was found within specification. Functional analysis was performed and deployment of the stent was performed successfully with no anomalies found during the test. A device history record (DHR) review of lot 15983737 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer ¿stent delivery system (sds) / deployment difficulty-premature/in patient-during advancement (peripheral)¿ was confirmed due to partial deployment of the stent found. The cause of the events experienced by the customer could not be conclusively determined. However, procedural / handling factors and vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the event. The reported ¿stent delivery system (sds) - tracking difficulty-through another stent¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the event. As no lot number, catalogue code or other product information was supplied a DHR could not be completed. The information available does not suggest a design or.

Event description:
During stenting to the superficial femoral artery, it was reported that after pre-dilatation, the smart control was delivered to the lesion for placing, but there was difficulty in crossing the lesion. Furthermore as there was heavy calcification, it was confirmed that outer shaft was released and could not advance. Therefore it was exchanged for another stent (6×80m smart) and placement was finished successfully. The smart control got stuck at the placed stent when it was attempted to be placed at the distal of the placed stent. Therefore it was exchanged for another stent again and the procedure finished successfully. There was no reported patient injury. A contralateral approach was made. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. The product will be returned for analysis.